Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the air/water nozzle could not be identified and the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the outlet pipe had blockage, the distal end cap was damaged, the distal end adhesive was discolored, the aspiration housing colored ring was worn, the up/down/right angulation was out of specification, the up/down and right/left angle had play, the air/water channel had blockage, water flow/removal was out of specification, and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a blockage. The issue was found during maintenance. Inspection and testing of the returned device found foreign material protruding from the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.